Manufacturer narrative:
H4: the device was manufactured from december 19, 2019 - december 20, 2019. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection was performed to the photographs which showed images of fluid inside a bag that contained the device which suggested a leak. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified by visual inspection of the photographs. The cause of the condition was not determined; however, the most probable cause of the condition was noted to be a supplier/manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked prior to patient use. The device was filled with 6000mg cefazolin in sodium chloride 0.9%. There was no patient involvement. No additional information is available.